Manufacturer narrative:
Per customer, it is unknown how the cord may have become damaged. The entire ups was replaced. Cables were checked and the ups box was unplugged. The facility's engineering department indicated that the problem was the cord and not the ups and that the cord appeared to have a cut in it. The manufacturer's part number of the ups was requested, but could not be obtained. Ups was unplugged and unit set up for service. The service call was canceled, since customer resolved the issue. Instrument is operational. The root cause for the fire is a damaged cord to the ups.

Event description:
The customer reported that the ac line for the cpu for the lh500 caught fire and flames were visible. A fire extinguisher was used to put out the fire. The fire department was dispatched and arrived at the facility. There was no death, injury, or affect to user. No one sought medical attention.